Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported an asymptomatic patient presented with non-sustained right ventricular oversensing due to post-paced t-wave oversensing via merlin@home transmission. The oversensing was noted on a real-time egm. The patient did not receive therapy during the oversensing. Programming changes and an induction test were discussed. No further information available.

Event description:
New information received notes the recommended programming changes were made.